Event description:
Customer is unsatisfied with answer to previous complaint. Customer has noted that on several occasions different hemopods (invasive blood pressure module) have given inaccurate readings.